Manufacturer narrative:
The prismaflex m-100 filter set was discarded and not returned for analysis. The lot number of the filter set was unknown. There is no data that reasonably suggests any gambro product malfunctioned. Once the arterial access catheter repositioned, there were no further issues with the access pressures occurred. Gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
A patient was undergoing crrt on a prismaflex machine. The machine generated recurrent "access extremely negative" alarms. Air bubbles were observed in the access line. The blood pump was stopped and the lines clamped. The catheter was disconnected from the access line to assess the catheter function. When the lines were disconnected, more air was drawn into the access line. The nurse was unable to remove the air from the circuit so, the treatment was terminated, without returning the blood. As a result, the patient sustained a blood loss of approximately 152 ml. He did not exhibit any symptoms or require any medical intervention because of this blood loss event. A hemoglobin was drawn, and it was unchanged from the previous sample. The patient was connected to another prismaflex machine with an m-100 filter set and immediately upon connection, the prismaflex generated recurrent "access extremely negative" alarms. The treatment was ended without returning the blood, resulting in another 152-blood loss. The patient did not exhibit any symptoms as a result of the second blood loss event. No blood was drawn to determine the hemoglobin, but the physician ordered a transfusion of one unit of packed red blood cells. The patient's catheter was repositioned over a guide wire and the patient continued therapy with no further incident. The hospital biomedical department inspected the prismaflex machine, and they determined the machine was operating within manufacturer's specification.